Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-04428. It was reported that the patient¿s ipg became unable to communicate with external devices. As a result, surgical intervention was taken place. During procedure, it was observed that the lead had high impedance. As a result, the entire system was explanted and replaced on (B)(6) 2023 to address the issue.